Event description:
A 30mm amplatzer septal occluder (aso) was implanted successfully; however, the next day it was found embolized. The aso was percutaneously snared and removed and a 38mm aso was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of this investigation confirmed the aso met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.